Event description:
The user facility reported during a colonoscopy, the "water channel was backed up causing a lot of pressure and when the water line does not work, it is causing tearing in the colon."

Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report, and was informed that the water pressure coming out from the auxiliary water channel of the scope was too strong. The users alleged that the strong water pressure caused the pt's outcome. However, the user facility reported that the pt did not require medical or surgical intervention. The pt was discharged from the user facility the same day of the procedure. As part of our investigation into this report, a field service engineer, endoscopy support specialist and sales rep visited the user facility to address the user's report and to reassess the users practices. Based on this visit, olympus personnel noted that the users were using a non-olympus tubing in conjunction with the olympus flushing pump, and confirmed that the water pressure coming out from the colonoscope was strong. Olympus personnel advised users of the correct configuration when using the olympus flushing pump and the colonoscope. The subject colonoscope was returned to olympus for eval. The eval confirmed that the auxiliary water channel was kinked and damaged, which likely caused the user's experience. The colonoscope was serviced and was returned to the user facility. This report is being submitted as a medical device report in an abundance of caution. This is 1 of 2 report. Cross reference MFR report # 8010047-2011-00085 for related report.